Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device was unable to charge. The fse visited the customer site and identified that the device was unable to charge. The fse conducted device and hardware self-test, checked the work interface and confirmed that the paddles were found to be dirty. To resolve the issue, the device paddles were cleaned. The device was returned to service, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to dirty paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the device paddles to resolve the issue and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl defibrillator is unable to charge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.